Event description:
The customer reported to olympus that during an unknown procedure, the lamp burst on the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered scratches and dent on lower left corner of the front panel, corrosion on top cover, corrosion bottom chassis, corrosion on lamp door, corrosion on the front panel chassis, a old version main power switch, a worn out socket slider switch which caused intermittent use of high intensity mode, 3rd party lamp was damaged and life meter was reading at 500+ hours and life lamp was expired. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿burning of lamp in procedure¿ was considered to be caused by the use of lamp made by another company and the use of lamp for 500 hours, which exceeded the duration of use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.